Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a procedure on (B)(6) 2010. According to the complainant, the patient experienced physical pain and has undergone medical treatment (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.